Manufacturer narrative:
Follow-up #1: date of submission: 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/04/2016 with the following findings: investigation revealed that the battery compartment was cracked at the threads and below the grip pad and the battery compartment threads were damaged. Unrelated to the original complaint, investigation revealed the following: the battery cap threads were damaged and the cap was unable to fully tighten; the pump casing was cracked between the corner of the display lens and the case seal; the audio bolus button cover was missing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.